Event description:
It was reported that the insulin pump did not alarmed no delivery and ketones. Customer reported that the cannula was bent on the insulin pump. It was also reported that the customer was hospitalized for high blood glucose levels. Customer's blood glucose reading ranged from 234-450 mg/dl. Customer expressed the following symptoms of high blood glucose levels: drinking excessively, urinating, vomiting, could not hold water. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.